Event description:
Device generated electronic error yesterday (patient was able to clear error), then patient experienced high blood glucose (355 mg/dl) about two hours later (patient feels the device is at fault for high blood glucose).